Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to " sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the charge nurse caller stated that the bedside nurse was monitoring patient rewarming in hypothermia therapy protocol on arctic sun, it had an alarm 14 (patient temperature 1 probe out of range). Nurse put in an esophageal patient temperature probe and connected (previously was connected to the temp sensing foley) and patient temperature displayed 39.1c when the patient temperature was previously was 33.4c. Nurse confirmed alarm 14 (patient temperature 1 probe out of range) in event log. Patient temperature was 39.1c, water temperature was 7c. Mss had the nurse check the esophageal temperature with bedside monitor, temperatures correlate. The nurse looked back at charted temperatures and scrolled back through the therapy graph, water temperature was consistently 40c prior to temperature probe change. Rewarming had started at 4pm (approximately 8 hours prior). Mss explained that it appeared the temp sensing foley was faulty and the arctic sun was detecting an inaccurate patient temperature for those 8 hours, therefore circulating 40c water through the pads and warming the patient to 39.1c from the hypothermia target of 33c. Mss suggested gathering as much information as they could from the device and charting to document what had happened. Mss advised the tm/cm could download the device data and get all the information they might need for a case review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the charge nurse caller stated that the bedside nurse was monitoring patient rewarming in hypothermia therapy protocol on arctic sun, it had an alarm 14 (patient temperature 1 probe out of range). Nurse put in an esophageal patient temperature probe and connected (previously was connected to the temp sensing foley) and patient temperature displayed 39.1c when the patient temperature was previously was 33.4c. Nurse confirmed alarm 14 (patient temperature 1 probe out of range) in event log. Patient temperature was 39.1c, water temperature was 7c. Mss had nurse check the esophageal temperature with bedside monitor, temperatures corelate. Nurse looked back at charted temperatures and scrolled back through the therapy graph, water temperature was consistently 40c prior to temperature probe change. Rewarming had started at 4pm ( approximately 8 hours prior). Mss explained that it appeared the temp sensing foley was faulty and the arctic sun was detecting an inaccurate patient temperature for those 8 hours, therefore circulating 40c water through the pads and warming the patient to 39.1c from hypothermia target of 33c. Mss suggested to gather as much information as they could from the device and charting to document what had happened. Mss advised the tm/cm could download the device data and get all of the information they might need for a case review.